Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. The customer's blood glucose level rose to 450 mg/dl due to the issue. The customer took corrective action by administering a correction bolus via the pump, and technical support provided assistance in resetting the pump, after which no further malfunctions were reported.